Manufacturer narrative:
(B)(4). The customer returned one s-lumen cvc for evaluation. The catheter contained obvious signs of use in the form of biological material in the extension line and on the catheter body. Visual examination revealed the distal luer was separated from the lumen. Remains of the extrusion were found within the luer hub. Microscopic examination revealed the separation points were rough and jagged. The total length of the catheter body measured 204 mm which is within specifications of 201.5-210.5 mm per catheter product drawing. The inner diameter of the distal lumen measured to be 1.4732 mm which is within specifications of 1.42-1.50 mm per product drawing. The outer diameter of the distal lumen measured to be 2.182 mm which is within specifications of 2.13-2.21 mm per product drawing. This indicates the wall thickness of the distal lumen is within specification. The returned catheter was not able to be functionally tested due to the damage. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. Do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of an extension line/luer hub separation was confirmed by complaint investigation of the returned sample. The distal luer was separated and contained remnants of the extrusion within the hub. The sample passed all relevant dimensional inspection, and a device history record review was performed with no relevant findings. A CAPA has been previously initiated to further investigate this issue. The root cause has not yet been determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the luer hub was found cracked during patient use. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the luer hub was found cracked during patient use. No patient harm reported. The patient's condition is reported as fine.